Event description:
It was reported that the external pulse generator incurred an error when used. The biomed department could not duplicate the error and the device was restored back to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.